Manufacturer narrative:
An error occurred when immediately inserting a scope and went to a spare bulb. Troubleshot was attempted with tech support, and a spare heat lamp was swapped in. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to an olympus rep, that the xenon light source had an error code e103. The issue occurred during a receipt inspection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction was an e103 error code and black image however, a definitive root cause could not be determined as the presumed cause could not be identified and reproduced. Olympus will continue to monitor field performance for this device.